Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced discomfort due to the ipg position. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.